Event description:
During a right middle finger metacarpophalangeal (mcp) arthroplasty, the surgeon was impacting the proximal mcp pyrocarbon implant for final placement but it was not seating properly. After removing the implant to broach more, it was noticed that the tip of the stent had broken off and was lodged in the intramedullary (im) canal of the metacarpal. Surgeon tried to remove the fragment with the instruments he had available to him but was not successful. The surgeon felt he did not have a choice but to leave the broken implant in the pt. Surgical delay of 20 minutes was reported.

Manufacturer narrative:
The device involved in the reported incident is not expected to be rec'd for evaluation. The broken implant was left inside the pt. An x-ray of broken implant was provided. An investigation has been initiated based upon the reported info.